Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the whole laparoscopic bariatric bypass, the trocars kept leaking air or gas. They opened new trocars to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection noted: obturators, trocars and cannulas appeared intact. The obturators were received inserted in to the cannulas, prolonged insertion can cause the envelope seals to become stretched. The circular seal were cut. The envelope seals were stretched out. A functional evaluation found that the devices failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the circular seals may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.